Event description:
Weight loss, weakness, depression, confusion. Case description: in response to a novopen 3 follow-up training call, the reporter's spouse (the pt), who was using a novopen 3 with novolin 70/30 penfill insulin, expired after having a period of weight loss, weakness, depression and confusion. The pt had switched from humulin insulin and conventional syringes to the device in 2000. Approx 1-2 months before the pt expired, pt started to lose weight and began to feel weak and tired. However, the reporter noted that pt continued to perform pt's own injections during that time with reporter's supervision. Reporter said that pt wore glasses for cataracts, but pt did not have any visual problem operating the device. Pt performed an air shot prior to each injection and did not reuse the disposable needles. The reporter also noted that pt checked blood glucose levels four times a day with the home meter and reporter stated that pt's blood glucose levels were not radical. Reporter does not recall pt having any high or low readings while using the device. Approx one or two weeks before pt's death reporter noticed that pt was becoming depressed and feeling more tired and weak. Pt's physician prescribed paxil for the depression. One or two days before pt's hospitalization, pt took one dose of paxil and became confused and disoriented. A visiting nurse came to the home and suggested that pt be taken to the hospital for further evaluation. Pt was admitted to the hospital approx 2-3 days before pt's death in 2001. The physician told the reporter that pt's confusion could be related to high or low blood glucose levels. Pt did not use the products in question on the day of admission, but was using the device with the insulin up until that time. Upon admission to the hospital, pt was restrained with a posey vest and given a sedative (probably paxil per the reporter). Reporter said that pt was in the hospital for two or three days and that during the stay pt had aspirated food twice. When pt aspirated for the second time pt was intubated and placed on mechanical ventilation. At some time the family withdrew life support and the pt expired in 2001. The rptr said that cardiomyopathy and diabetes mellitus were listed on pt's death certificate. In two previous novopen 3 follow-up training calls in 2000 and 2001, the pt reportedly was doing well with the use of the device. However, in response to the final follow-up call the reporter stated that the device was "no good" for pt and that it contributed to pt's decline and death. Reporter could not remember pt's insulin dosage or concomitant medications, and reporter was not able to recall any add'l info about the medical event. Both of the products in question have been discarded.